Event description:
Related MFR report number: 2017865-2023-10965. Additional information received notes insulation failure on the atrial lead and loss of capture on the left ventricular (lv) lead.

Event description:
Related manufacturer reference number: 2017865-2023-10965. It was reported episodes of inappropriate automatic mode switch due to noise was observed on the right atrial (ra) lead, and high capture threshold was observed on the left ventricular (lv) lead. The noise was not reproducible with isometrics. The leads were explanted. The patient was stable.